Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header feed-thru wires were found to be stretched and broken, resulting in the field observations. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that high out of range ventricular pacing impedances, high atrial pacing impedances, and high shock impedances were detected by this device. In addition to the impedance issues, noise was noted on all channels resulting in non sustained events. Tachycardia therapy was turned off electively by the physician as a result of the issue until it could be addressed. Upon investigation, it was noted the header of this device was loose resulting in the impedance anomalies. A procedure was performed to replace the device, and during removal from the pocket the header became completely separated from the rest of the device. A new pulse generator was implanted with the chronic leads which are still in use. No adverse patient effects other than the additional procedure were reported. This product is apart of the subpectoral implant 2009 product advisory which was initially communicated on (B)(4) 2009.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.